Event description:
Senseonics was made aware of an incident where the patient developed infection at insertion site. There was a pus in the wound. The doctor tried to solve the problem with a course of antibiotics, but the infection did not subside. The doctor then decided to remove the sensor to alleviate symptoms.

Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. A review of the device's manufacturing records revealed that the sensor lot met all requirements including sterilization requirements for release. The sensor is inserted by making a small incision and placing it under skin and potential for developing skin irritation/swelling/pain/ inflammation/infection around the insertion site is a known anticipated adverse event. The patient was treated with two cycles of antibiotics to resolve the infection. The antibiotics treatment was found to be unsuccessful in treating the infection and hence the sensor was explanted on (B)(6) 2018. Since then the patient is doing fine and has asked for another sensor to be implanted.